Manufacturer narrative:
This case is considered as a possible central non-infectious corneal ulcer. As there was no product returned or lot information provided, no detailed investigation can be performed. (B) (4).

Event description:
An eye care professional reported that a patient received unspecified medical intervention for a sterile corneal ulcer after several months use. Patient thought to be allergic to silicone hydrogel material as the patient previously experienced keratitis with vistakon oasys and with bausch & lomb purevision lenses. Event resolved quickly with no scar and has been refit to a different brand of contact lenses. Further information has been requested, but is not available at this time.